Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Only the reamer shafts were returned for evaluation, as neither fractured reamer head was returned. The dimensions taken were within specification. It was found that the reamer shaft is broken near the reamer head. The device history records were reviewed and no deviations or anomalies were identified. This device was used for treatment. There are minor scratches on the reamer shaft, indicating successful prior use, and the reamer had a potential field usage of 7 years. Normal wear and tear from use is the assigned root cause. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2016-04535 and 0001822565-2016-04536).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. It was noted in the product experience report that an incorrect guide wire was used and that a severe reaming angle was used. The most likely root cause of the reamer heads detaching from the shafts cannot be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2016-04535).

Event description:
It is reported that the reamer broke during surgery and a portion of the device was retained within the patient. Two reamers were used during this surgery and it is unknown at this time which one fractured within the patient.